Event description:
.As reported, approximately 20 years post initial left tha, this male patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received. (H3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. The loosening was likely related to patient-related conditions, progression of degenerative joint disease, and/or longevity of the implanted devices. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Section d2a: product code. Section d2b: common device name.